Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call stated that customer got critical pump error. Customer¿s blood glucose level was 136 mg/dl at the time of the incident. Customer stated that he was very sick throwing up and had to go into the hospital. Customer stated that he went into diabetic acid ketosis a week before this happened troubleshooting was done for bent cannula and customer reports the infusion set cannula was crimped. Customer reports they received a critical pump error image on the pump screen. Customer stated that he was out of town and so just did manual injections. Customer stated that the infusion set also has bent cannula. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump error 35 noted in the pump history and critical pump error (open book image) alarm during testing due to out of specification force sensor zero offset. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Unit was received with scratched case and minor scratched lcd window.